Manufacturer narrative:
Expiration dates - 04/30/2017, 05/31/2017. Device manufacture dates - 04/2014, 05/2014. The endoscope model is unk. A review of the lot history record indicates no anomalies in the manufacture of the lot. The device will be subject to physical examination upon return. A review of complaint history finds no other complaints associated with double header cleaning brush ((B)(4) lot 1411344 or lot 1409508). A further review of the complaint history ((B)(4) 2012 - (B)(4) 2014) for the double header cleaning brush finds one add'l complaint of catheter breakage, received from this same customer. Approximately (B)(4) double header cleaning brushes were distributed during that same period. This report will be updated if add'l info becomes available.

Event description:
The device is a single use disposable cleaning brush, used for post-procedure cleaning of the endoscope control head and channels. On (B)(6) 2014, a customer reported the device catheter broke during post-procedure endoscope cleaning with the double-header channel and control head combo cleaning brush ((B)(4); may be lot 1411344 or lot 1409508). The customer reported the catheter broke approximately 10' from the distal tip of the device, and was immediately detected and removed from the scope. On (B)(4) 2014, the customer provided updated info, reporting a portion of the broken catheter was retained undetected within the endoscope. The catheter remained in the scope through the start of the next pt procedure. The catheter was discovered after the endoscope was replaced due to an issue with the suction function. The pt received precautionary baseline blood work, with no immediate results of concern. F/u blood work is to be provided in six months.